Event description:
The user facility reported their reliance washer was leaking water all over the floor. The facility's maintenance department cleaned up the water and contacted a steris service technician. No injuries to hospital staff or patients reported. No procedural delays or cancellations.

Manufacturer narrative:
A steris service technician arrived on site and found the check valve on the pure water line was leaking. The service technician replaced the check valve, ran a test cycle and the unit was operational.